Event description:
It was reported that the patient knew one of her leads (#7) was not working. She had her previous implant replaced and they replaced only the battery and not the leads because there was scar tissue where the leads were.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# j0406547v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that the patient was told that one of the lead wires was not working/broken for the past 6 months and, since then, the patient had a sudden increase in pain in their right foot. It was stated that the patient had complex regional pain syndrome (crps) and that it affected their right foot. The patient was seen on (B)(6), 2015 by the manufacturer's representative where their implantable neurostimulator (ins) was reprogrammed. It was noted that since this reprogramming, the patient had to have the amplitude up very high in order to be effective for their increased pain. The patient also saw "call dr" screen was seen on the programmer unit but could not recall the error code. The patient had an appointment with their doctor scheduled for (B)(6) 2015. The indication for use of the implanted device was noted as other chronic/intract pain (trunk/limbs). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information confirmed that impedances showed that one electrode was broken and that the patient had a loss of therapy. No further information was known regarding the error code message seen on the programmer. Additional information reported that the patient's device was not working and that they had a difficult time charging. The patient was seen by the manufacturer's representative where they were reprogrammed and confirmed the lead/electrode was not working correctly. The patient had an appointment scheduled for (B)(6) 2015 with their doctor and the representative but noted they may have to cancel due to cost and their insurance. It was noted that the healthcare professional (hcp) had been giving the patient "blocks" until they could be seen. If additional information is received, a follow-up report will be sent.